Event description:
Patient reported trough patient's representative "mastodynia", "recall" and "silicone bleeding". Later healthcare professional reported ¿silicone leakage¿, ¿capsular fibrosis baker iii¿, ¿pain¿, ¿discomfort¿, ¿intact implant¿ and ¿silicone came into contact with patient¿. This record is for the left side. Device was explanted. Device will be returned. Patient underwent capsulectomy.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2023 a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "silicone bleeding"; capsular contracture, baker grade iii additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6, h11.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported trough patient's representative "mastodynia", "recall" and "silicone bleeding". This record is for the left side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.